Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the buttons stopped working and she was not able to deliver a bolus. Customer mentioned that she also has scratches on her screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump also received with bleeding lcd glass, minor scratched display window and cracked reservoir tube lip.